Event description:
It was reported that pump declared cartridge change error during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer, under guidance from technical support, inspected pneumatic tap area, cleaned it with alcohol wipe or lint-free cloth, ensured cartridge was fully attached, followed on-screen instructions, successfully completed load process, and resumed insulin delivery.